Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen on (B)(6) 2017 and (B)(6) 2018 using the coolcore applicator and to the lower abdomen on (B)(6) 2017 and (B)(6) 2018 using the coolmax applicator who developed paradoxical hyperplasia (pah/ph) 9 months after the first treatment and 4 months after the second treatment. Pah was diagnosed on (B)(6) 2018 to the lower and upper abdomen. Pah was described as visibly enlarged tissue volume over the treated areas and upon examination, the areas were firm with hypertrophy.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen on (B)(6) 2017 and (B)(6) 2018 using the coolcore applicator and to the lower abdomen on (B)(6) 2017 and (B)(6) 2018 using the coolmax applicator who developed paradoxical hyperplasia (pah/ph) 9 months after the first treatment and 4 months after the second treatment. Pah was diagnosed on (B)(6) 2018 to the lower and upper abdomen. Pah was described as visibly enlarged tissue volume over the treated areas and upon examination, the areas were firm with hypertrophy.